Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and required several hard presses to elicit a response. The patient also stated that at times the ok button sticks causing the pump to advance more than desired. The reporter confirmed that the keypad rubber was intact. The patient reportedly wore the pump on a belt or under a garment and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: device evaluation follow-up #1: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: intermittent response from "up", "down" and "ok" keys . The "contrast","up","down" and "ok" keys do not have normal spring back or click. Keypad is fully intact, with no peeling or damage observed. The keypad was removed to investigate, and evidence of keypad contamination was located under the "contrast", "up", "down" and "ok" contact buttons. Unrelated to this complaint, the pump booted to the verify screen with dim pink contrast. The screen was removed and replaced with a new test screen, and contrast returned to normal with test screen.